Event description:
It was reported that the lead was explanted due to noise. The patient tolerated the procedure well.

Manufacturer narrative:
A partial lead was returned in five segments for analysis. External insulation abrasion was noted at 30.6-31.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 7.0-8.2cm. The etfe coating was intact at these locations. Insulation damage was noted at 29.6-30.7cm from the connector pin consistent with clavicle crush damage. The inner coil was exposed at this location. This is consistent with the observation from the field of noise.